Event description:
It was reported that a patient advocate noticed that this pacemaker system displayed a red call doctor icon on the communicator. Technical services (ts) was consulted and determined that this right ventricular (rv) lead channel exhibited high pacing thresholds and high out of range pacing impedances greater than 2036 ohms which caused a lead safety switch from bipolar to unipolar configuration. The measurements in unipolar configuration were within range and the physician opted to leave the lead programmed as unipolar and continue to monitor the system. It was suspected that the impedance issues occurred due to damage to the lead ring conductor. No adverse patient effects were reported. This device remains in service.